Event description:
Caller alleged discrepant results with inratio meter versus lab. Date: (B) (6) 2009, inratio: 2.7, lab: 1.7. Date: (B) (6) 2009, inratio: 3.1, lab: 2.1. Difference between draws was under an hour. No food intake between then. No lovanox/heparin. No cancer or anemia. No hyper-hypothyroidism. No kidney disorder. Pt does not believe he milked the finger. No adverse incident occurred on this event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set 1, meter: 2.7, lab: 1.7, mean: 2.2, confidence limits: 1.4-3.1. Set 2, meter: 3.1, lab: 2.1, mean: 2.6, confidence limits: 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Meter and strips were not returned for eval. Pt info was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Mean calculation also revealed both test values within confidence limits. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.